Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The head motor sparked and now the head and foot motor on the bed do not work at all.